Event description:
The registered nurse (rn) reported to fresenius that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was within the cassette compartment and outside of it. The rn stated there were no alarms that occurred during the patient¿s treatment. No defect or damage was noted to the cycler set. After speaking with fresenius, the rn determined that the temperature of the room where treatment is completed is higher than the recommended 70-72 degrees fahrenheit. The rn stated the room feels humid ¿like a sauna¿ and suspects that the identified fluid could be the result of condensation/sweating rather than a leak. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation. The rn stated that following treatment the patient complained of abdominal pain and that ¿turbid¿ looking fibrin was visually noted in the patient¿s effluent. At the time of follow-up there was no diagnostic for peritonitis. Additional follow-up was performed with the rn. No additional symptoms were reported. A pd culture was taken on (B)(6) 2026. The pd cultures resulted in no growth after 5 days. The patient¿s white blood cell (wbc) count was 103 and the nucleated cells were 13%. Peritonitis was not diagnosed. The patient was administered prophylactic antibiotics on (B)(6) 2026 with oral keflex 250mg three times per day and nystatin swish and swallow 500,000u/5ml, 5ml four times per day. Additionally, the patient was administered intraperitoneal (ip) vancomycin 1.5g and ceftazidime 1.5g on (B)(6) 2026 related to the patient¿s symptoms while waiting for results from the pd fluid cell count, gram stain and culture. The patient continues to complete continuous cyclic pd (ccpd) and graduated from training on 16/jan/2026. During training, the patient used mostly 2.5% dextrose solution. When the patient began completing treatment at home (after training completion on (B)(6) 2026) the patient has been using more 1.5% solution related to fluid balance status. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.